Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported arrhythmia could not be conclusively established through this evaluation. Analysis of the submitted log files confirmed pulsatility events (pi) as the reason for the account seeing the pump operate close to the low speed limit. A specific cause for the reported events could not be conclusively determined through this evaluation. Log files were submitted for review following the report of the patient¿s pump speed to be operating around the low speed limit. The patient had an electrocardiogram which revealed slow ventricular tachycardia; however, they had not experienced any shocks due to cardiac resynchronization therapy with a defibrillator. The submitted system controller log file contained data from 17jan2025. Frequent pi events were captured throughout the log file dropping the pump speed down to the low speed limit. The pump ramped back up to the set speed each time without issue. No notable events or alarms were captured, and the system appeared to operate as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on lvad, (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 lvas. Section 1 of the IFU addresses all pump parameters, including pulsatility index (pi). Section 4 of the IFU, ¿system monitor¿, states that ¿pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed.¿ if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This drop in speed can be accompanied by a reduced pump flow. Additionally, there are no audible alarms with a pi event. Section 6 of the IFU, ¿patient care and management,¿ lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient noted to mostly be staying at the low speed setting. The electrocardiogram (EKG) showed ventricular tachycardia. There were no cardiac resynchronization therapy with defibrillator (crtd) shocks. The patient was weak and lethargic. There were no alarms noted. The log files were reviewed and captured 123 pulsatility index (pi) events and a single low flow flag. These events were considered routine. There were no other unusual events seen within the log files.